Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted the device was making a grating noise and receiving an alarm 61. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The actual/suspected device was inspected

Event description:
It was reported that the arctic sun device was making grating noise like a blender. Wanted to verify it was ok to use. Patient temperature was 35.6c, targeted temperature was 36c, water temperature was 31.3c and water flow rate was 2.6 l/m. 4 pads were connected. Nurse denied any alerts/alarms. They put phone next to the device and it did sounded like a combination of a blender and ice maker. System diagnostics showed outlet monitor temperature was 30.8c, outlet control temperature was 30.8c, inlet temperature was 31c, chiller temperature was 4.2c, water flow rate was 2.6 l/m, inlet pressure was -7.1 psi, circulation pump command was 59%, mixing pump command was 0, heater was 9, water reservoir level was 4, system hours were 96 and pump hours were 56.8. Verified with them and advised that device was functioning appropriately. It was told that they could continue to use the device if they were comfortable doing so. If device alerted or alarmed its was advised to call back. Once patient therapy completed send to biomed and they could contact their engineers to review noise and determine the source.